Event description:
Device delivered the entire contents in one day versus the expected 7 days. The device contained 81.08ml of 5fu and normal saline for a total fill volume of 92.4ml. No pt injury reported.